Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced urethral perforation, right suprapubic pain and recurrent stress incontinence. The patient underwent total removal of mesh from the vagina on an unknown date. No additional information has been provided. It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced urethral perforation, right suprapubic pain and recurrent stress incontinence. The patient underwent total removal of mesh from the vagina on an unknown date. No additional information has been provided.